Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a 37-year-old female patient who had essure (batch no. C06467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 1994, (B)(6) 1996, (B)(6) 1998,(B)(6) 2009 and (B)(6) 2013), pap smear abnormal, menstruation abnormal, vaginal discharge abnormality, amenorrhea, back pain, anxiety, other disorders of intestine, breast mass, depression, headache, increased abdominal girth, metrorrhagia, post coital bleeding, vaginal dryness, hot flashes, vulval pruritus, hemorrhagic anemia, endometrial biopsy, polyp of corpus uteri, vaginal delivery, d & c (specimen was sent as an endometrial curettage) and epigastric discomfort. Concurrent conditions included skin disorder and flu-like symptoms. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2015 for birth control. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("pain (abdominal)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis, vaginal infection, dyspareunia and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain upper, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on 04-mar-2016, the essure coil was placed with ease and deployed. Four coils were visible at the end of the procedure. The right ostia was examined. The essure device was attempted to be inserted and proceeded halfway into the ostia and then stopped, did not proceed any further. Date(s) of removal: (B)(6) 2019 (discrepancy noted as per pif) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: left occlusion only. Unilateral occlusion (left tube occluded. Batch no: c06467. Production date: 2013-12-17. Expiration date : 2016-12-31. 1158 FDA code is provided for placement issue unilateral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc on (B)(6) 2020: pif received : rcc updated , date(s) of removal: (B)(6) 2019 (discrepancy noted as per pif). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a 37-year-old female patient who had essure (batch no. C06467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 1994, (B)(6) 1996,(B)(6) 1998,(B)(6) 2009 and (B)(6) 2013), pap smear abnormal, menstruation abnormal, vaginal discharge abnormality, amenorrhea, back pain, anxiety, other disorders of intestine, breast mass, depression, headache, increased abdominal girth, metrorrhagia, post coital bleeding, vaginal dryness, hot flashes, vulval pruritus, hemorrhagic anemia, endometrial biopsy, polyp of corpus uteri, vaginal delivery, d & c (specimen was sent as an endometrial curettage) and epigastric discomfort. Concurrent conditions included skin disorder and flu-like symptoms. Concomitant products included medroxyprogesterone acetate (depo-provera) since august 2015 for birth control. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("pain (abdominal)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis, vaginal infection, dyspareunia and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain upper, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2016, the essure coil was placed with ease and deployed. Four coils were visible at the end of the procedure. The right ostia was examined. The essure device was attempted to be inserted and proceeded halfway into the ostia and then stopped, did not proceed any further. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: left occlusion only. Unilateral occlusion (left tube occluded. Batch no c06467 production date (B)(6) 2013. Expiration date 2016-12-31. 1158 FDA code is provided for placement issue unilateral quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a (B)(6) female patient who had essure (batch no. C06467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 1994, (B)(6) 1996, (B)(6) 1998, (B)(6) 2009 and (B)(6) 2013), pap smear abnormal, menstruation abnormal, vaginal discharge abnormality, amenorrhea, back pain, anxiety, other disorders of intestine, breast mass, depression, headache, increased abdominal girth, metrorrhagia, post coital bleeding, vaginal dryness, hot flashes, vulval pruritus, hemorrhagic anemia, endometrial biopsy, polyp of corpus uteri, vaginal delivery, d & c (specimen was sent as an endometrial curettage) and epigastric discomfort. Concurrent conditions included skin disorder and flu-like symptoms. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2015 for birth control. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("pain (abdominal)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had resolved and the pregnancy with contraceptive device, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis, vaginal infection, dyspareunia and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain upper, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2016, the essure coil was placed with ease and deployed. Four coils were visible at the end of the procedure. The right ostia was examined. The essure device was attempted to be inserted and proceeded halfway into the ostia and then stopped, did not proceed any further. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: left occlusion only. Unilateral occlusion (left tube occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case become serious incident. Pfs received. Reporter's information added. Event outcome pain were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.